Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 82mg/dl, 357mg/dl and 220mg/dl. No quality controls were run. No adverse event reported. Customer reports he is out of strips; a replacement was sent.